Manufacturer narrative:
(B)(4) describe event or problem - additional, initial reporter - address line 1 - correction, initial reporter - address line 2 - additional, initial reporter - zip code - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The unit would not power up and therefore data logs could not be retrieved. An internal inspection of the device was completed and damage u4, c108, and r26 on the circuit board was observed. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.